Event description:
Account reports incident in which the sleeve stopper separated during usage in the cath lab. Reporter stated there was no patient compromise. No further information available. Additional report received in which the issue was "entire y-site separated".